Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications: the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation ablation, a pericardial effusion occurred requiring administration of protamine to stabilize the patient. After mapping the left atrium (la) with the mapping catheter, the ablation catheter in the la. When the ablation catheter was placed in the foramen ovale, it slipped between the two leaflets, resulting in the catheter being outside the geometry. Gradual hypotension was observed so an echocardiogram was done which diagnosed a small pericardial effusion. The procedure was stopped, the patient was stable. There were no performance issues with any abbott device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: b5, d4, g3, h2, h4

Event description:
This report includes updated device information.